Event description:
The customer reported that " during respiratory alarm test on unit, the speaker did not work. Unit will alarm at central monitor but local speaker not working".

Manufacturer narrative:
Medwatch mw5040460.

Event description:
The customer reported that "during respiratory alarm test on unit, the speaker did not work. The unit will alarm at the central station, but the local speaker is not working." No death or patient/user harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.